Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user's ilet pump was falling apart. A photo confirmed the device was split in half showing the inside wiring. The user had disconnected from the pump approximately one month earlier and had been using multiple daily injections (mdi) as backup therapy since that time. No blood glucose impact or injuries were reported.